Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported that on his arrival, the iabp was plugged in and the batteries showed fully charged. The fse tested the iabp on batteries and found that the battery in slot 1 ran for approximately 45 minutes (information showed 128 charge/discharges). The battery in slot 2 also ran for only 15 minutes (information showed 60 charge/discharges). The fse replaced both batteries per the customer¿s request, and then completed the diagnostic and performance tests with no issues. The iabp passed all functional and safety test per factory specifications and was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) fail to charge. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.